Event description:
Date: (B)(6) 2015. The line was allegedly removed due to a reported yeast infection. Ethanol dwell: daily dwell 2-6 hours.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history record (lhr) review is not possible, as no mfg lot number has been provided by the complainant.